Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated accutni results generated by the access 2 immunoassay system for one patient that were in the normal reference range on an alternate methodology.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the erroneous results.a system check performed on (B)(4) 2010 was within specifications.the sample was sent to customer product line support (cpls) for further testing and cpls confirmed a heterophile interferent in the patient's sample which is the root cause for this event.